Event description:
A report was received that the patient's ipg was not functioning and would not charge properly. It was noted that the remote control's communication with the ipg had failed. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg was not functioning and would not charge properly. It was noted that the remote control's communication with the ipg had failed. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (B)(4): device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device is capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics.